Event description:
Procedure type: hysterectomy. According to the reporter: trocar was inserted and when doctor was inserting the obturator the white fin bent (did not break) while going down the cannula which broke the blue cover for the fin. The blue cover for the tip broke half way down the trocar. No tissue damage or blood loss reported. Used another type of device to continue the case. Nothing fell into the cavity, there was no or time extension. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/07/2009.